Event description:
Pt was placed on the shower chair. As the shower chair was placed over the toilet, the left front wheel of the shower chair came off causing the pt to lose their balance and fall to the floor.